Manufacturer narrative:
Due to the additional information received, this supplemental report is being submitted for the updated fields: weight and unit of measure - weight (a4), in section a - patient information, describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers.

Event description:
It was reported that a pericardial effusion has occurred. It was reported that a versacross access solution was selected for use during a cti (cavotricuspid isthmus ablation) and pvi (pulmonary vein isolation). Transseptal access was obtained with no issues reported. Post procedure, less than an hour after the ablation, while in the pacu, the patient complained of a chest pain and pericardial effusion in the right atrium was discovered in echocardiography. Patient was tapped by physician at cath lab and 400ml dark red blood was drawn. It was mentioned by physician that during the procedure when in the right atrium (ra), it was drew back an yellow liquid while in the heart through the sheath. Catheter was rotated and it was able to draw back blood. Effusion was located around right atrium and right ventricle. Hence, the patient was sent to intensive care unit (ICU) and expected to fully recover. Rosen wire and farawave catheter were also used. Physicians stated that the complication was either while through the inferior vena cava or during transseptal portion (less likely). The device is not expected to be returned for analysis (disposed). It was further confirmed that fixed versacross kit was used. Also a window in the operating room was done. Physician said the patient could have probably gotten away without the window but they decided to do it. The physician is rarely confident this effusion occurred during the transseptal or just before the transeptal. No significant effusion in the right ventricle. Nothing in the left ventricle or left atrium. Heavy effusion at the right atrium.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion has occurred. It was reported that a versacross access solution was selected for use during a cti (cavotricuspid isthmus ablation) and pvi (pulmonary vein isolation). Transseptal access was obtained with no issues reported. Post procedure, less than an hour after the ablation, while in the pacu, the patient complained of a chest pain and pericardial effusion in the right atrium was discovered in echocardiography. Patient was tapped by physician at cath lab and 400ml dark red blood was drawn. It was mentioned by physician that during the procedure when in the right atrium (ra), it was drew back an yellow liquid while in the heart through the sheath. Catheter was rotated and it was able to draw back blood. Effusion was located around right atrium and right ventricle. Hence, the patient was sent to intensive care unit (ICU) and expected to fully recover. Rosen wire and farawave catheter were also used. Physicians stated that the complication was either while through the inferior vena cava or during transseptal portion (less likely). The device is not expected to be returned for analysis (disposed).